Event description:
It was reported that on (B)(6) 2022 the patient received the following results within 15 minutes: 18 mg/dl and 109 mg/dl and on (B)(6) 2022 received the following results within 15 minutes: 248 mg/dl and 121 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.